Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing hyperglycemia with a blood glucose (bg) level of 359 mg/dl while using the ilet bionic pancreas. After performing a full supply change, bg levels returned to normal.